Event description:
It was reported that the patient's hearing perception is intermittent. All external parts have been exchanged, but the intermittent hearing remained. Testing was carried out which confirmed that the device has malfunctioned. Previous testing results showed either a malfunction or average values.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.